Event description:
It was reported the patient revised their neurostimulator due to difficulty charging the device. The patient had reported losing a significant amount of weight. The physician noted the neurostimulator was tilted in the pocket, causing the difficulty to charge. The patient replaced their rechargeable neurostimulator for a non-rechargeable one. No lead revision was necessary. The physician observed the tilt once they opened the pocket site. The patient reported doing great post-revision surgery.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Review of the dhrs found no non-conformances. All established specifications and criteria for release were met. A device was not returned, and pictures were not provided resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, the patient was experiencing difficulty charging the device, device migration of the ipg, and significant weight loss. Cause of the charging difficulties, device migration of the ipg, and significant weight loss could not be established, but is a known inherent risk of the device, therefore, an investigation conclusion code of known inherent risk of device was chosen. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Correction: block g2: report source.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient had a surgical procedure to replace their neurostimulator due to difficult in charging their device. The rechargeable neurostimulator was exchanged for a non-rechargeable one. The patient had reported losing a significant amount of weight. When opening the pocket site, the physician noted that the neurostimulator was tilted in the pocket, causing the difficulty to charge. A lead revision was not required. The patient was reported to be doing great post revision surgery.